Event description:
It was reported that the device stopped suddenly displaying the battery empty icon on the lcd. The battery was fully charged. Archive file was reviewed, the platform indicated user advisory 8 (motor controller fault detected) and user advisory 17 (max motor on time exceeded during active operation). No other info was provided. There was no adverse pt sequela reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. Autoplus s/n (B)(4) MFR report # 3003793491-2013-00337. Battery s/n 54463 MFR report # 3003793491-2013-00338. Battery s/n (B)(4) MFR report # 3003793491-2013-00339.